Event description:
A physician reported that a thread like foreign material was found in a patient's eye after cataract surgery with intraocular lens implant (iol). The surgery itself was completed without any issue, the foreign material was removed in follow-up surgery later. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The reported product was not received at the investigation site for evaluation. A review of the reported pak's bill of materials (bom) could not be reviewed as the customer did not retain the affected pak information. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications. The root cause of the customer's complaint could not be established as a product has not been received, and the condition of the product could not be verified. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Manufacturing associates are required to wear hairnets, gloves, gowns, face and beard covers, and shoe covers at all times to help minimize the introduction of particles. The custom packs are manufactured in an environmentally controlled area (eca) that is routinely monitored. In addition, the manufacturing area operates in a controlled positive pressure environment and is continuously monitored to prevent entry of foreign material, hair, and insects. One recommendation is for the customer to contact their account manager to request that the sponge gauze be packaged inside a glassine bag. This additional layer of protection can help minimize the risk of contamination by providing a barrier between the device and potential fiber-shedding materials during handling and transport. Potential contributing factors include the shedding of the wipe during use or handling. Fibers: generally, natural fibers are sourced from various materials such as clothing, woven fabric towels or wipes, or non-woven cellulose-type materials. These materials may be introduced during manufacturing processes or within the operating room (or) environment. The use of such fibrous materials, especially in high-friction or moist conditions, can lead to fiber detachment, contributing to contamination or foreign particulate presence in critical settings. No further investigative or manufacturing actions are warranted at this time as a product has not been received, and the condition of the product could not be verified. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Custom packs are manufactured in an environmentally controlled area where the air is filtered and maintained under positive pressure and continuously monitored for particulate levels. Manufacturing associates are required to wear hairnets, gloves, gowns, face and beard covers, and shoe covers at all times to help minimize the introduction of particles. External suppliers who provide components within custom packs are assessed on a regular basis, and manufacturing facilities make continuous improvements to the warehousing, manufacturing, and inspection processes to reduce the potential for foreign material (e.g. Reducing static electricity, removing particulate-generating products from the process, dycem (sticky) flooring in the ¿gowning and airlock¿ area, newer style gowns and hoods for work in the clean room, upgraded lighting to increase brightness for visual inspections along with increased number of inspections, and greater oversight with facility cleaning processes and with external product suppliers). Fibers are inherent to the components used in a custom pak. Custom pak label informs that due to the nature of the materials, fibers may be present and that necessary precautions should be taken during surgery to minimize the risk of fibers entering or remaining in the eye. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).